Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's current blood glucose was 432 mg/dl. Customer stated they took the tubing from leg and didn't see insulin come out during bolus. The customer did experienced the symptoms such as dry mouth. The customer was treated by bolus with manual injection, insulin pen. Troubleshooting was done for high blood glucose and under delivery. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not used at the time of event. Customer stated insulin flow blocked alarm was resolved by changing reservoir. The insulin pump and reservoir will not be returned for analysis.